Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what vessel or structure was the device fired on at the time of the event? Was there any bleeding? If so how was the bleeding controlled? Was a transfusion needed? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did the clip fall into the patient? If so how was the clip retrieved? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon?

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. The device was cycled and it fed and formed eleven conforming clips and five scissored clips; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: procedure name ? Laparoscopic cholecystectomy. Procedure date ? (B)(6) 2014. What vessel or structure was the device fired on at the time of the event? No. Information available. Was there any bleeding? No. If so how was the bleeding controlled? Was a transfusion needed? No. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did the clip fall into the patient? Yes. If so how was the clip retrieved? The clips were removed but no information about how. Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? No.